Event description:
It was reported that the device was implanted and explanted due to perivalvular leak. Reportedly, the device is not available for return, as it was discarded. No other details were provided.

Manufacturer narrative:
Device not returned.